Manufacturer narrative:
H3, h6) a software analysis was conducted. In summary, logs captured multiple "cleared user-facing low performance warning" messages and posted low performance warning to user messages during the navigation task which caused the reported behavior. Previously reported code, b01, is applicable as well as newly reported codes, c10 and d18. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736403r, serial/lot #: (B)(6), product ID: 9736411, serial/lot #: (B)(6), product ID: 9736411r, serial/lot #: (B)(6), h2) please see section a1-4 for patient demographics. H2-3) the computer was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was not confirmed. The results of the analysis concluded that no failure was found. The computer performed as intended. Codes: b01, c19, d14 h2-3) the solid state drive (product ID: 9736411) was returned to the manufacturer for evaluation. After functional testing and visu al/physical examination, the reported issue was not confirmed. The results of the analysis concluded that no failure was found. The computer performed as intended. Codes: b01, c19, d14 h2-3) the solid state drive (product ID: 9736411r) was returned to the manufacturer for evaluation. After functional testing and vis ual/physical examination, the reported issue was not confirmed. The results of the analysis concluded that no failure was found. The computer performed as intended. Codes: b01, c19, d14 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that the system was displaying multiple low performance errors during the case. The system response time was slower than expected throughout the procedure. The site was using one dti with two tracts. They were navigating with one instrument, minimal patients stored on the system. The system was immediately used for a subsequent case with no issue. There was no reported impact to patient outcome.

Manufacturer narrative:
H3) onsite functional and visual examination was performed by a manufacturer representative. Computer components were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: ssd 9736411r 2.5in s8 os 2.0.x duped rfb dvd 9735991 sata cable kit s8 svc ssd 9736411 2.5in1tb s8 os 2.0.x dpd svc sw kit 9735737 stealth s8 cranial medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.